Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26292 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The date of onset for the cerebral hemorrhage is unknown at time of this MDR writing. Provisional dates for both the aware and best estimate event dates are being aligned, conservatively captured as the same dates for the automated impella controller. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two manufacturing device reports associated with this event. Refer to the following medical device report for automated impella controller (B)(6) with date of event 25-jan-2025 and patient identifier ending in (B)(6). Medical device report for impella 5.5 (B)(6) with date of event 25-jan-2025 and patient identifier ending in (B)(6). (This report) instructions for use for the related event are as follows: 5.5 with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a/an (unknown age) patient with post-cardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs). Prior to impella mcs it was noted the patient was on venoarterial extracorporeal membrane oxygenation (va ECMO), inotropes/vasopressors and respiratory (bilevel positive airway pressure [bipap] or continuous positive airway pressure [CPAP]) support. Approximately three days after start of the impella mcs a call from perfusionist was received due to an observed short breakdown from automated impella controller (aic) with independent restart and alarm "console failure¿ and noted ¿now pump works well.¿ it was recommended that the aic be taken out of service, which appears to have occurred after the implant experience (exact date is unclear, unknown). There were no adverse effects or harm to the patient because of the aic console failure based on the reported information from the reporter. The patient continued on the impella 5.5 mcs. The patient would expire three days later, however, as care was withdrawn. Additional information was sought regarding details around the patient¿s demise and the following, although limited, was noted: regarding the aic, after its independent reboot, the pump motor resumed at the previous flow level, and it was stated this did not have anything to do with the patient¿s demise. It was noted that therapy was stopped (care was withdrawn) because of ¿other disease/comorbidities, which were not heart related,¿ and ¿there was no way for a good outcome.¿ these other issues were noted as multi-organ failure, massive cerebral hemorrhage and intestinal ischemia. It is unknown, however, exactly when these adverse events occurred. Care was withdrawn for adverse experiences not caused by the aic and given the information, at least one of the adverse events is listed as a potential outcome with use of the impella pump (cerebral vascular accident cva/cerebral hemorrhage). With no alternative cause for the cva event identified as the likely cause, there is not enough information to exclude the impella 5.5 as an associated factor in the patient¿s demise. Medical safety review of the event noted for the aic, there was hemodynamic support maintained and regarding the impella 5.5 device, however, there is not enough data to assess the cva if impella pump related; it cannot be excluded from the outcome (demise) based on the limited, incomplete details.